Event description:
It was reported occlusion alarms ocurred. There was no adverse impact to the customer¿s blood glucose level. Customer replaced the infusion set and reloaded the cartridge, successfully resuming insulin.